Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2015. During the procedure, patient experienced an intraoperative calcar fracture due to femoral elevator retractor use on soft bone. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.